Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: 11-300815-arcos 15x150mm spl tpr dist-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00034. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a hip revision due to a fractured arcos modular stem. There was no significant trauma reported that caused the break. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 reported event was confirmed via photos that show the arcos cone fractured in two pieces. Lot identification is necessary for review of device history records; lot identification was not provided. Medical records/radiographs were also provided and reviewed by a health care professional. Review of the available records identified the following: (summarized by hcp) left total hip arthroplasty with fractured proximal left femoral stem and likely loosening. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.